Manufacturer narrative:
Note: the seal housing unit being returned to applied medical came from one of two models used during the surgery. The customer does not know which trocar model the seal housing belongs to, but it is from either a cfs22 trocar model (lot number 1276943, UDI#:(B)(4) or the cff73 trocar model (lot number 1280154, UDI#:(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap nephrectomy - mr. (B)(6) (urologist) was using advanced fixation for his lap case which he regularly uses. He then went to insert the specimen retrieval bag through the 12mm advanced fixation cannula when the issue occurred. The specimen bag is not on a introducer (therefore not our bag). It is very similar to a burt bag. (B)(6) (scrub nurse) said the surgeons normally wrap the bag around a instrument (e.g. A johan grasper) to introduce the bag through the trocar. On this occassion, (B)(6) wasn`t sure if the surgeon just pushed the bag through or wrapped it around the graspers. Shortly after placing the bag through the trocar, the internal rubber of the seal housing unit came away from the trocar. There are images of this. They were not sure which packaging the affected trocars came from, hence submitting two lot numbers above. (1280154 + 1276943) additional information received from an applied medical sales representative on february 14, 2017: the seal housing unit is being returned with the loose rubber. They weren't sure which trocar it came from hence submitting both lot numbers. The theatre staff didn't keep all the trocars used, just the affected seal housing. Additional information received from mhra adverse incident report: "the inner component of the port came apart inside the patient when the retrieval bag was inserted during laparoscopic surgery. Surgery was interrupted to remove the loose item." Patient status - no patient injury

Manufacturer narrative:
Note: trocar models cff73 and cfs22 use the same seal and sleeve; the only difference between the two models is that cff73 includes an obturator and cfs22 does not. Since only the seal and the sleeve were returned, it is not clear which model the event unit is. The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.